Event description:
On 28feb2018 a call was received from an eye care professional (ecp) office in the USA to report that a patient (pt) had an allergic reaction to his acuvue oasys contact lenses. The pt was successfully trial fit in (B)(6) 2017 and purchased one 24 pack of lenses for each eye. The pt had called the ecp office on (B)(6) 2018 to advise them that he had a ¿reaction to his lenses¿ and had seen his primary ecp as well as a specialist for the treatment of the issue and had ¿went through a lot of his lenses¿. No additional information could be provided at that time. On 01mar2018 the pt was contacted and he provided the following information: the pt stated that he was not sure if he had an allergic reaction, but stated it was a ¿bad reaction¿. The pt stated that he visited a hospital three times and then was referred to a specialist. The pt stated that he would experience ¿the issues¿ which would clear up and then return when he wore lenses again. The pt mentioned scarring in his eye (unspecified which eye). The pt confirmed that he does not wear the same prescription (rx) in both eyes and denied sleeping in his lenses. The pt stated that the first pair of lenses was only worn for 1 week and he used multi-purpose solution to clean his lenses. The pt had discontinued contact lens wear for over a month and is currently wearing a different manufacturer¿s brand of contact lenses successfully. The pt agreed to send his treating ecp (hospital and specialist) information via email for medical records to be obtained. On 16mar2018 an email was received from the pt with a photo of a box of acuvue oasys contact lenses. It was not specified which eye this box of lenses was pertaining to. The lot number was not visible and was not provided. Additional attempts were made to contact the pt via phone on 14mar2018 and 20mar2018 and via email on 01mar2018, 08mar2018, 14mar2018,16mar2018, 21mar2018 and 22mar2018 to obtain the treating ecp information, medical records, and lot numbers. No additional information has been received. It is unknown which eye was associated with this event. The suspect product is not available for return, as it was discarded. No product or lot information was available. No analysis could be conducted. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018, an email was received from the patient (pt) providing two lot numbers: l003727 and b00nltb. The pt did not specify which lot number was involved in the event or which eye was affected. On (B)(6) 2018, an email was sent to the pt requesting additional information. On (B)(6) 2018, the eye care professional (ecp) was contacted, however they were not able to provide any further information. The ecp stated that the pt trialed in the acuvue vita brand contact lens and provided a final prescription. No additional information has been received. It is unknown which eye or lot number was associated with this event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003727 was produced under normal conditions. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00nltb was produced under normal conditions. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.